Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with loss of capture on the atrial lead. The patient felt symptoms of weakness and dizziness, however, the physician did not believe it was caused by the loss of capture. Programming changes were made, and the patient was discharged.